Event description:
It was reported that the picosure device fired a laser energy shot without an operator pressing the trigger when treatment was started. Site performed emergency stop and no patient was injured. Damage was observed on the interior office floors and walls where the laser was pointed.

Manufacturer narrative:
During device evaluation, field site engineer (fse) investigated the device and identified that the shutter arm was cracked and bent out of the beam path. This could result in the beam was exiting the arm even in standby mode. One of the 2 pin connector covers cracked and fell off. Further investigation into the device identified that the 532nm handpiece did not pass calibration. Although it did not pass calibration, the system operated as intended and alerted the user with error code f309: 532 delivery system energy is too low. To resolve the issue, fse replaced the connector cover, shutter, and routed and tie wrapped the cables. Fse then performed testing to confirm the device was operating as intended and within specification. The device history record confirms that the product passed and met all requirements before releasing. No patient injury occurred during this incident. Due to report of an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.